Manufacturer narrative:
Initial and final MDR 1893154 - MDR 8021545-2024-01296 - device 2 of 4. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-may-2024, it was reported that the four infusion set was fell out due to tape not sticking and reason is due to sweat and weather conditions. No further information available.